Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2021.

Event description:
It was reported via social media that embolization and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint the device embolized to the left atrium causing perforations of the heart. The device was explanted from the patient. No additional information is known at this time.